Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. Symptoms reported include fever and nausea. When the pod was removed, the patient noticed an abscess had formed and purulent discharge was coming from the insertion site (leg). The site was itchy and irritated. The patient visited the doctor and was prescribed amoxiclav antibiotic and an antiseptic cream for treatment. The next day, the patient visited the emergency room (ER) and the abscess was lanced. The patient was hospitalized overnight.